Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025 at approximately 12:30 am, the patient inserted a new g7 sensor into the arm. It was reported that the sensor immediately registered a "low" glucose reading. Believing the cgm reading to be accurate, the patient consumed food in an attempt to raise their blood glucose level. No fingerstick verification was performed to confirm the cgm reading. By 2:30 am, the patient went to bed to sleep and eventually entered a comatose state. Paramedics were called to the residence and administered 250g of a sugar-based substance in an effort to stabilize the patient. At 4:00 am, the patient regained consciousness and was transported to the hospital by ambulance accompanied by his partner. By the time he got into the ambulance, the patient noticed that the cgm sensor was no longer attached to the skin. At the hospital, the patient was initially placed in the emergency room waiting area before being transferred to a hospital bed. Medical staff continuously monitored the patient and performed blood glucose testing. No additional procedures or medications were reported during the hospital stay. The patient was discharged at approximately 7:00 am and returned home and was fine. The patient contacted dexcom requesting into getting a replacement for the wearable that fell off. It was reported that the sensor issue that caused or contributed to the patient's hospitalization was an wearable adhesion issue. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.